Event description:
Disposable cement cartridge malfunctioned. Cement would not transfer from mixing cone into cylindrical chamber after pushing valve. System opened and cement was spooned out to cement total knee prosthesis. Prolonged surgery and tourniquet time. No pt injury noted.